Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery power consumption is increasing in a gradual fashion. Device replacement was recommended. Additional information was received, stating that the device was explanted. No additional adverse patient effects were reported. This device was received for analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery power consumption is increasing in a gradual fashion. Device replacement was recommended. Additional information was received, stating that the device was explanted. No additional adverse patient effects were reported. Device is expected to returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery power consumption is increasing in a gradual fashion. Device replacement was recommended. At this time, the patient was scheduled for a replacement procedure. Evidence suggests the device remains in service. Should additional information become available, an updated report will be provided. No adverse patient effects were reported.